Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used to treat an esophageal leak during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. During the procedure, the white tip dislodged from the delivery system. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used to treat an esophageal leak during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. During the procedure, the white tip dislodged from the delivery system. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. Additional information received on july 16, 2024: the patient's anatomy was not tortuous and was not dilated prior to stent placement. The dislodged tip was removed from the patient using an additional tool update based on review: it was reported to boston scientific corporation that a wallflex esophageal stent was used to treat an esophageal leak. However, per the wallflex esophageal fully covered stent system instructions for use (IFU), the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The device is not indicated for the treatment of esophageal leakage. Additional information received on august 12, 2024: the procedure was performed on (B)(6) 2024.

Manufacturer narrative:
Blocks b3, b5, and h10 have been updated with additional information received on august 12, 2024. Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Block h12: correction to the supplemental MDR in block h6 (evaluation result code and evaluation conclusion code).

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used to treat an esophageal leak during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. During the procedure, the white tip dislodged from the delivery system. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. Additional information received on july 16, 2024 the patient's anatomy was not tortuous and was not dilated prior to stent placement. The dislodged tip was removed from the patient using an additional tool update based on review it was reported to boston scientific corporation that a wallflex esophageal stent was used to treat an esophageal leak. However, per the wallflex esophageal fully covered stent system instructions for use (IFU), the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The device is not indicated for the treatment of esophageal leakage. Additional information received on august 12, 2024, the procedure was performed on (B)(6) 2024.

Manufacturer narrative:
Blocks b1, b2 (outcomes attrib to adv event), b5, h1, and h6 (impact and device codes) have been updated with additional information received on july 16, 2024. Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Block h11: correction to the initial MDR in block b5.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used to treat an esophageal leak during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. During the procedure, the white tip dislodged from the delivery system. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. **additional information received on july 16, 2024** the patient's anatomy was not tortuous and was not dilated prior to stent placement. The dislodged tip was removed from the patient using an additional tool **update based on review** it was reported to boston scientific corporation that a wallflex esophageal stent was used to treat an esophageal leak. However, per the wallflex esophageal fully covered stent system instructions for use (IFU), the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The device is not indicated for the treatment of esophageal leakage.